Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient experienced a loss of osseointegration and/or explant of the device. It is unknown what occurred and no further information is available.